Event description:
Per the clinic, the patient experienced headaches and poor sound quality with the device. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.